Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shut down when the alternating current (ac) power was removed. The event occurred in the intensive care unit (ICU). There was patient involvement but it was reported that there was no patient injury. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of 'improper shutdown when alternating current power removed' was confirmed in the event history log (ehl) review as 'improper shutdown!' Messages, but not reproduced during service. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.